Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. No moisture damage noted on electronic assembly.

Event description:
It was reported that the customer's blood glucose level was 470 mg/dl. The customer was treated with manual injections. The customer's insulin pump had a crack on the screen and the insulin pump was exposed to moisture damage from a wet towel. The customer's parent stated there was fluid in the lcd screen. The customer's parent was advised to discontinue use of the insulin pump and revert to a back-up plan. The product was returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.